Event description:
A report was received that the patient was experiencing a lot of pain at the ipg site. It was also reported that several contacts of the patient¿s electrodes were broken and left in the patient¿s body. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm; model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model#: sc-4316, lot #: 16325682 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a lot of pain at the ipg site. It was also reported that several contacts of the patient¿s electrodes were broken and left in the patient¿s body. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician will not perform another surgery at this time to retrieve the remaining contacts and was unaware when the contacts were broken.